Manufacturer narrative:
Event was received from eye care practitioner to coopervision sales representative in (B)(4). Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the event. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Eye care practitioner's office in (B)(4) informed their coopervision sales representative that they had a patient who had been diagnosed with a corneal ulcer while wearing biofinity (comfilcon a) contact lenses. The practice stated this incident happened a long time ago and they did not have any lot details or lenses. The practice felt the incident was isolated and did not wish to receive or fill out the medical incident report form.